Event description:
It was reported that a patient diagnosed with spastic quadriplegia cerebral palsy, was treated in (B)(6) 2013, for a right femoral neck fracture with a open reduction internal fixation of the proximal femur. A 5.0mm pediatric locking compression plate and applicable screws were used. The patient was brought back to the operating room on (B)(6) 2013, for a failed open reduction internal fixation of right femoral neck. Non-union of the femoral neck fracture was diagnosed and specimens were taken from the operative site and sent to the lab to investigate possible infection. The hardware was removed and a proximal right femoral resection (also known as a girdlestone) procedure, was then performed to assist with pain management. No other information is known at this time. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact date of implant unknown. A review of the device history records was performed and no complaint related issues were found.